Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited an alert for out of range shock impedances. The impedances were 153 ohms. The patient was brought in for further evaluation and the out of range values could not be reproduced. The impedances were noted to be stable around 78-80 ohms. At this time, the rv lead remains in service and the patient is being monitored. No adverse patient effects were reported.